Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, interstitial pneumonia occurred. In (B)(6) 2009, an unknown size taxus liberte stent was implanted in and unknown vessel location. In (B)(6) 2010, a non bsc stent was implanted. In (B)(6) 2010, an x-ray was performed. The patient was symptom free and had no pulmonary complaints. In (B)(6) 2010, the patient started to have respiratory discomfort and shortness of breath. An x-ray was performed and interstitial pneumonia was confirmed. In (B)(6) 2010, a CT was performed and the patient was diagnosed with interstitial pneumonia. In (B)(6) 2010, the patient returned to the hospital. The physician had chosen to treat the interstitial pneumonia with a "wait and see" approach, no treatment with steroid was performed. There are no signs of the patient condition worsening. In (B)(6) 2010, the patient was discharged from the hospital. In (B)(6) 2011, the patient is scheduled to return to the hospital. The physician suspects the event is related to the non bsc stent rather than the taxus liberte stent due to the timing of implantation and the start of the symptoms. However, there is no material which can exclude a relationship with the taxus liberte stent.

Event description:
It was further reported that in (B)(6) 2010, a dermatologist performed a patch test with a non-bsc stent and a taxus liberte stent. Assessment of the patient was performed every 48 hours for 5 days. In (B)(6) 2011, follow up with the patient showed no change and patient was still experiencing a slight difficulty in breathing. It is commented that "drug induced interstitial pneumonia usually spreads over pulmonary fully, but in this case, it only spreads over upper lobe." No additional treatment is being performed. Medications being taken by the patient include: insulin, luvox , takepron od, polaramine, sigmart, onealfa, micardis , harnal, lendormin d, halcion, alesion, bayaspirin, and plavix.